Event description:
It was reported (1) tsb35 was used during a laparoscopy oophorectomy procedure. It was reported by the rep that the surgeon closed the closing lever and when attempting to pull the firing lever, the device locked out. A second tsb35 was opened and fired without incident. There was no consequence to patient.